Event description:
The customer's clinical educator reported that while performing an in-service training session, the iabp inflation controls did not work in semi-automatic mode.

Manufacturer narrative:
The company representative observed that the iab inflation keys worked intermittently in semi-automatic mode. The company representative replaced the keypad controller board ((B)(4)). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).